Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 12 - vibe - 0x2071 issue was verified, but the malf code 00 - software-unknown fault ID issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that malfunction alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump for therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.